Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23020 experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The ecm was returned to isi for failure analysis investigation. The #23020 system error code appears when one of the switches in the manipulator is showing inconsistent signals on it's two switch leads. Engineering eval discovered that the embedded serial board which contains a connection for the port clutch switch had malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s prostatectomy surgical procedure, the customer was having difficulty positioning the endoscopic camera manipulator (ecm) to the pt due to the ecm clutch button not working. An isi technical support engineer (tse) had the customer restart the system, however, the system would not home and multiple occurrences of system error code # 23020 appeared. The isi tse had the customer exercise and actuate the ecm clutch switch several times as well as restart the system, however, the system error code #23020 recurred. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.